Event description:
It was reported that (1) device was used during a laparotomy. It was reported by the affiliate that the tct75 instrument jammed. Reloaded with cartridge which still did not fire. The pt was hand sutured to complete the case.